Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump stopped working. Customer reverted to using manual injections for insulin therapy. There was no reported impact to blood glucose. As the customer did not have the pump at the time of the report, a pump system check could not be performed by tandem technical support. Although multiple attempts were made by cts to obtain additional information, customer did not reply.